Manufacturer narrative:
Reported issue of clip failed to release from the catheter. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-00379 pertains to the first resolution clip device and manufacturer report # 3005099803-2016-00380 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2016. According to the complainant, during deployment, the first resolution clip failed to release from the catheter. The device was removed from the patient, and the physician then used a second resolution clip. However, the second clip failed deploy and when the physician attempted to remove the device from the patient through the endoscope, the clip prematurely deployed within the operating channel of the endoscope. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.